Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. In a follow-up, the surgeon does not feel the iol is defective. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. A company ophthalmologist reviewed the calculations and discussed with the surgeon that a possible cause of the refractive surprise was a high toric cornea with measurement variability and cross cylinders. Additional info has been requested. (B)(4).